Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.0 x 33 mm stent successfully implanted at 20 atm. In the right posterior descending artery (rpda) target lesion during the study index procedure. The stent was implanted to treat an in-stent-restenosis (isr) of a previously implanted taxus stent. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient returned approximately five weeks later for a planned staged procedure. The patient had first diagonal and mid left anterior descending target lesions treated during the procedure. The mid lad was a non-target lesion and was treated by balloon angioplasty only. The first diagonal target lesion was a target lesion and a cypher 3.0 x 33 mm stent was implanted in the lesion at 14 atm. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Addendum: additional information received indicated the patient experienced restenosis of the cypher 3.0 x 33 mm stent in the rpda approx. Eight months after the index procedure.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(6) 2010: the lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 9am. The patient reported blood glucose results of "382 and 302 mg/dl" with the subject meter. The customer care advocate (cca) was advised the patient manages her diabetes with actos tablets (30 mg) and novolog insulin (sliding scale). At the time of the alleged issue, the patient took an additional 8 units of novolog insulin. By 1030am that same morning, the patient claimed she felt symptoms of dizzy, sweaty and "passed out." It is not specified if the patient received medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.